Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo, and the fluid was not flowing through the vizigo side port. Upon visual inspection, the physician noted that the stopcock side port was damaged. The vizigo sheath was exchanged, and the procedure was continued. No adverse patient consequence was reported. Additional information was received, and it was indicated that there was a crack in the plastic along the stopcock luer lock. The hemostasis valve (gasket) did not dislodge inside the hub. The brim cap/hub did not become detached from the sheath. The sheath was being used on the patient and no air entered the patient¿s body.

Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo, and the fluid was not flowing through the vizigo side port. Upon visual inspection, the physician noted that the stopcock side port was damaged. The vizigo sheath was exchanged, and the procedure was continued. No adverse patient consequence was reported. Additional information was received, and it was indicated that there was a crack in the plastic along the stopcock luer lock. The hemostasis valve (gasket) did not dislodge inside the hub. The brim cap/hub did not become detached from the sheath. The sheath was being used on the patient and no air entered the patient¿s body. Device investigation details: a picture was received for evaluation following biosense webster's (bwi) procedures. According to the picture provided by the customer, the side port was observed broken, the customer complaint was confirmed based on the picture received. The device was returned to bwi for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed a fissure mark in the three-way stopcock area. No other damage or anomalies were observed. A device history record was performed for the finished device 00002610 number, and no internal actions related to the reported complaint condition were identified. The sideport broken issue reported by the customer was confirmed. The potential cause of the fissure issue could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Correction to the initial report: the full UDI was correctly reported on the initial. Therefore, there will be no follow up report regarding a full UDI will be submitted. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).